Event description:
It was reported that the patient had been having problems with therapy for a year and a half. In (B)(6) 2012, the healthcare provider (hcp) doubled the patient¿s medication and for 2 months, all she could do was ¿sleep and limp¿. The patient had been incontinent since then; she had no bladder control. It was stated that ¿about 5 times she got control of her bladder¿ and ¿the longest time was 5 days¿. This led the reporter to believe that the patient could still get bladder control back. About a month and a half prior to the report date, saline was put into the pump. Currently, the patient was experiencing severe diarrhea, her face was breaking out, and her menstrual cycle was 7 days later than it used to be. The patient was also so achy because she no longer had baclofen. The patient had always dealt with major constipation before saline was put in. After the hcp ¿doubled¿ the medicine when the patient was experiencing symptoms, the reporter asked hcp if they could have the baclofen checked because the reporter suspected that the pharmaceutical company did something wrong. At this time, the hcp told the reporter that he put in ¿2000cc instead of the 1000 she had been using¿. It was noted that the patient hardly go to see the hcp. It was also stated that the medication level was ¿340 of 1000cc¿ but the hcp ¿messed it up¿ and put in 2000. It was reported that the patient functioned the best at ¿340 of 1000cc¿. The reporter questioned if 2000cc was put in, if that would double the amount or if the patient would still be at 340. At the time of the report, the device contained saline but previously contained baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).